Manufacturer narrative:
Additional information will be submitted within 30 day of receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2008-00224.

Event description:
This patient underwent an embolization procedure to treat an aneurysm of the ophthalmic artery, during the procedure, the physician tried to put a 37mm enterprise stent into a tortuous section of the carotid artery/ophthalmic artery with a parent vessel diameter of 3mm, but had some difficulty advancing the e stent. The 37mm enterprise was recapture three times, because it was difficult to position at the site. During the third removal, the enterprise delivery system was stuck inside the microcatheter. Therefore, both units were removed simultaneously. After, removal from the patient, a kink was noted in the microcatheter. Additionally, apparently part of the issues was that the enterprise stent might have been too big for the aneurysm. During deployment, all the (IFU) instruction for use guidelines was followed. Additional torque was applied to the assist in the positioning of the enterprise stent. Constant flush and fluoroscopy was performed at all times. The patient received aspirin and plavix. Both units will be returned for analysis. The system was pulled out of the body and a kink was found on the prowler catheter. The stent remained in the catheter. He then decided to use a 28mm stent in the same spot with a new prowler catheter. The stent deployed on target and he was able to coil the aneurysm with a good result. No patient harm or injury was reported.